Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the knife blade did not advance. A new handpiece was used and it worked fine. Photos were submitted showing jaws did not open and blade did not retract. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the device's knife blade and jaw were stuck on eschar buildup. Functional testing found that the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. This also hindered the jaw's function. The knife trigger was pressed to release the knife blade from the eschar build up. The knife blade was able to advance and retracted properly after it was cleared from the buildup. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the jaws were difficult to open, knife blade did not advance or difficult to advance. The knife blade did not retract. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.